Event description:
Patient undergoing spectranetics excimer laser assisted extraction of right atrial pacing lead and right ventricular defibrillator lead developed a decrease in blood pressure. Immediate cardiovascular surgery consult was obtained in the cath lab. It was determined the pt had a right hemothorax secondary to a tear in the superior vena cava. Full resuscitation efforts were initiated up to, and including, intubation by anesthesia and thoracotomy by cv surgeon. Tear in the svc was repaired, however, the pt did not respond to resuscitative measures and expired in the cath lab. The disposable laser product was not saved. It should be noted that the actual laser machine had a preventive maintenance check on 07/31/07, and was operating at recommended MFR specifications.